Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed,for 5 mins at 400 ml/hr and did not have any errors, the device was found to be within specification. A review of the event history log revealed upstream occlusion messages. However the event history log cannot be used to determine if the alarms occurred within appropriate pressure ranges. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.